Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Prior to altitude alarm the customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Reportedly, the customer cleaned the speaker holes but did not want to change the infusion set at that time. The customer reverted to manual injections for insulin therapy. Reportedly, the customer declined follow up for troubleshooting with tandem technical support and no further information is provided.